Event description:
It was reported that during a pacemaker pocket revision, lead insulation damage was noted. This was discovered by visual inspection, there was no evidence of a lead issue prior to the procedure. The lead was repaired with a lead repair kit, and left implanted. The system would be monitored.

Manufacturer narrative:
No medwatch form was received.